Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient underwent breast augmentation with allergan implants on the territory of crimea. Some time ago, the patient complained of chest pain, according to the magnetic resonance imaging (MRI), one of the implants was ruptured. Device location is unknown.